Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user is stating that the right side crossbrace is broken about 3 inches about the middle where is crosses the right side. End user is stating it is a clean brake. End user states when he was folding the chair it broke.